Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat tricompartmental osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat progressive pain secondary to loosening of the tibial tray. Upon entering the joint, effusion was evacuated, and synovitis excised. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The patella was well-fixed and retained. The femoral component was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received an unknown revision construct. The procedure was completed without complications. Doi: (B)(6) 2016; dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.